Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced headaches following the scs trial procedure. The physician confirmed a dural tear and the patient was kept as an inpatient overnight. The physician reportedly pulled the patient's leads performed a blood patch the following day. Follow-up identified the headache resolved after the blood patch.